Manufacturer narrative:
Lead model 7482a40, lot# v245967, implanted: (B)(6)-2009, explanted: unk, extension model 7482a40, serial# (B)(4), implanted: (B)(6)-2009, explanted: unk.

Event description:
It was reported that the patients implanted neurostimulator had been turning off on its own. It was confirmed that the device was off when the patient called, via patient's description of programmer output. Patient was admitted to a nursing home in the recent past but could not confirm when the device started turning off. Additional information has been requested, but was not available as of the date of this report.